Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, five (5) years and six (6) months post-implantation, the post of the articular surface fractured. A revision surgery was performed to replace the affected bearing without reported complication. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: medical product: unknown femoral component: catalog#ni, lot#ni; unknown tibial tray: catalog#ni, lot#ni the product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
Visual examination of the returned product/provided pictures found the product to exhibit signs of use/wear (pits, discoloration, micromotion) and confirmed the post feature fractured. Unable to verify product identifiers or size due to wear. Device was submitted for further analysis. Analysis determined: the post of the bearing is separated from the main body of the bearing. The post fragment was also returned for examination. The superior surface of the bearing shows evidence of possible linear scratches and some minor pitting, gouging, or abrasions, all of which are typical with in-vivo use. The inferior side shows pitting and abrasions also typical with in-vivo use, plus some possible cold flow of the uhmwpe into the through holes of the tibial plate. The fracture surface on the bearing shows possible impingement damage on the anterior side; there is similar possible impingement damage on the right-hand anterior side of the base of the post fragment. The posterior side of the post fragment also shows possible impingement damage separate from the fracture surface. Conclusion: the post fracture was caused by overloading, possibly exacerbated by impingement from the femoral component, possibly on both anterior and posterior sides of the post. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.